Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2014 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explant date: 2014. Model number/catalog number:sc-2218-50, serial number: (B)(4), batch/lot number: 13870314, model/catalog description:linear st lead kit 50 cm. Model number/catalog number:sc-2352-50, serial number: (B)(4), batch/lot number: 13886230, model/catalog description:linear 3-4 lead 50 cm. Model number/catalog number:sc-3304-25, serial number: (B)(4), batch/lot number: 13707078, model/catalog description:d4 splitter 2x4-25 cm. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No further information could be obtained.